Event description:
A malfunction alarm was reported with the malfunction code malf 12, and it was noted that there was no reset option for this code. The customer did not report any event causing their blood glucose level to exceed a safe range, and no adverse impact was specifically mentioned. Technical support decided to replace the pump under warranty and instructed the customer to switch to a backup therapy using mdi. The customer was guided on how to place the pump into storage mode before returning it with a prepaid label within ten days, and they acknowledged the instructions.